Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device battery depleted prematurely due to high thresholds on the left ventricular and right ventricular leads. The patient was stable. No further information is available at this time.

Event description:
New information received states that the issue was discovered when the patient presented in clinic for routine follow up. There was no allegation of premature battery depletion and the high thresholds on the left ventricular and the right ventricular leads were due to patient anatomy. The pacemaker was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
Correction - updated method code which was missed in previous follow up report.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Longevity assessment was performed, and the device exceeded the projected longevity based on the field settings. Device was tested on bench and no anomaly was noted.